Manufacturer narrative:
(B)(4). X-rays were received and reviewed by a third party hcp noting dislocation of the femoral head. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01095.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.